Event description:
It was reported that log files revealed software reset/rotor displacement events on 29nov2023 at 20:19 and on 18dec2023 at 16:56. These events indicate that the patient¿s pump may have stopped.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b3: corrected event date. Manufacturer's investigation conclusion: evaluation of the submitted log files revealed pump software resets, consistent with a pump stop event; however, a specific cause for the resets cannot be conclusively determined through this evaluation. A review of the submitted left ventricular assist device (lvad) event log file revealed two software resets were captured on (B)(6) 2023; however, a specific cause for these resets cannot be conclusively determined through this investigation as these timestamps were not captured in the system controller log files. No other notable events were captured, and the pump appeared to function as intended throughout the duration of the file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number, (B)(6). No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 lvas patient handbook, rev. G, are currently available. The IFU and patient handbook contain information on all system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.